Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to collapsed tube was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that the tubes were deformed with a bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: before use this batch, the customer found many tubes sag deformation.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the tubes were deformed with a bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: before use this batch, the customer found many tubes sag deformation.